Event description:
Home pt (hp) reported multiple incidents of a "reload set 163" alarm during priming of the homechoice set. At time of the reported alarm, the hp attempted to reload the set, however, pt was unable to clear the alarm. Hp stated they replaced the cassette and respiked the same solution bags. Therapy was completed without incident. No pt injury or medical intervention reported per hp.